Event description:
It was reported that during an unk procedure, when the firing trigger was grasped, double feeding occurred. One of the clips was not closed properly and malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested, however, it was not provided. It was also noted that the device is unavailable for evaluation. A device history record review is in process. Device not returned.